Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection noted tool marks on the header, however, internal visual examination identified no device irregularities. The daily battery voltage measurements displayed a pattern of increasing discharge. Additionally, a high power consumption was detected. Detailed analysis confirmed that the failure mode is consistent with other devices that have electrical leakage of c5 and c52, the v220 supply filter capacitors due to hydrogen exposure. This resulted in the observed premature battery depletion.

Event description:
It was reported that the battery life of this pacemaker went down to six years remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared to be consistent with other pacemakers that have had continuous average power increases. Additional information obtained from the field which indicated that the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that the battery life of this pacemaker went down to six years remaining longevity. Analysis showed that the battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared to be consistent with other pacemakers that have had continuous average power increases. Additional information obtained from the field which indicated that the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.